Event description:
It was reported that after the procedure was complete, the collet was leaking an oily black substance. No leaking was seen during the procedure, only during cleaning. The pt did not receive any additional treatment due to this event and has not exhibited any signs of infection.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. The device will be returned for a quality investigation once the account has concluded an internal investigation.